Event description:
Pt is experiencing the following adverse reactions to implant: capsular contracture, severe joint pains, numbness in left arm and fingers, dizziness, pain in back and ribcage, pain in heel and ankle, muscle fatigue, unexplained burning sensation, severe headaches, shoulder and neck pains and swelling, body odor, hardening, pain and numbness in area.